Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in december 2024. H11: seven devices were received for evaluation. Visual inspection was performed on all the returned samples. Foreign material was observed on all the seven samples, primarily on the white connector area and, in most cases, was located outside the tubing and not within the fluid pathway. Six of the seven samples contained particulate or residue outside the fluid pathway, while one sample contained foreign material within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed on the tubing and in the bag of seven (7) exactamix vented, micro-volume inlets. The pm was described as ¿black spots on the tubes and in the bag¿. There was no patient involvement. No additional information is available.